Event description:
Physician has notified employees orally of having several experiences of adverse pt treatment, adverse outcomes following the use of co's laser for dermatologic and plastic surgery procedures. Note: no other info is available at this time.